Event description:
It was reported by the patient that she felt shocking pains two to three times per hour and stabbing pains at the implant site. The patient stated symptoms have been present since implant. The patient went to the emergency room and was admitted for observation. She was examined and told there were no issues with the device and was instructed to apply cream to the implant site. The patient reported symptoms persisted and was going to follow up with her physician. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).